Manufacturer narrative:
Initial

Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent high blood glucose, with a highest continuous glucose monitor (cgm) reading of 321 mg/dl and a meter value of 237 mg/dl, after the user did not enter new insulin when the previous supply ran out while using a contact detach infusion set on the abdomen with a dexcom g7 sensor; the event involved user operation and no device component was implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included minor illness. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.